Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('really bad smell / stinky') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), abdominal distension ("I'm bloated, fat"), alopecia ("my hair is thin") and self esteem decreased ("my self esteem after this stupid thing is not that good anyways"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the menstrual disorder, abdominal distension, alopecia and self esteem decreased outcome was unknown. The reporter considered abdominal distension, alopecia, menstrual disorder and self esteem decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: test for infection - negative. Concerning the injuries reported in this case, the following ones were reported via social media: menstrual disorder, alopecia, abdominal distension, self esteem decreased. Most recent follow-up information incorporated above includes: on 12-sep-2019: social media received. Reporter added. Removal date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.